Manufacturer narrative:
G4: 14feb2020. B4: (B)(6)2020. A power cord was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/09/2019. Philips field service engineer (fse) performed internal and external inspection and everything was properly connected. The fse confirm the reported issues in the device history log. The fse replaced power management board, the ac and performed the performance test. The unit passed the test successfully.

Event description:
The customer reports that the screen is frozen and will not respond. Philips field service engineer (fse) noted a 35 volt failure which caused other alarms as a result. The fse also notes high ground resistance (power source issue). There was no patient involvement.